Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted, after being implanted for 55 months, due to elective replacement indicators (eri). There was an allegation of premature battery depletion.